Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The helix was returned extended and clogged with blood/tissue. Examination of the helix region showed that the helix was bent consistent with procedural damage. X-ray examination of the connector region found no anomalies. The cause of the reported event was isolated to the helix being bent and was clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, a failure to extend and retract the helix of the right ventricular (rv) lead was observed while attempting to reposition the lead. The lead was explanted and replaced to resolve the event. The patient was stable.